Event description:
As reported by the user facility: during removal of catheter, it broke off at the hub, the catheter remained in patient's arm. It was removed w/ a forceps by anesthesiologist. Additional information provided by the facility indicated the surgeon was standing next to the patient's bed and noticed the hub had separated from the catheter. He removed the catheter portion intact from the patient with a forceps, without incident. The patient suffered no adverse sequela associated with the incident.

Manufacturer narrative:
The actual catheter in the incident was returned for evaluation. The sample consisted of the catheter detached from the hub. The internal stainless steel funnel used to lock the catheter into the hub could clearly be seen and was intact. No portion of the catheter remained inside the hub. The fractured catheter measured approximately 30 mm and appeared intact. The twenty-seven unused returned samples were subjected to a pull test of the catheter to hub joint until failure using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the pull test. The sample and all available information has been provided to the actual manufacturer, b. Braun medical industries.